Event description:
It was reported that stent damage occurred. A 24 x 2.75 promus premier select stent was selected for procedure in the %95 calcified circumflex artery (cx). During procedure, the strut of the stent was deformed. The procedure completed with non-boston scientific stent and there were no patient complications. It was further reported that target lesion was the second obtuse marginal artery (om2). The stent was deformed while the stent was crossing from the middle of the catheter.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 2.75mm promus premier select stent delivery system was returned for analysis. The device was returned with its stent damaged on its entire length. A review of the manufacturing stent profile data was performed and the stent outer diameter within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon folds were opened, and crystalized inflation liquid was noted inside the balloon . A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 24 x 2.75 promus premier select stent was selected for procedure in the %95 calcified circumflex artery (cx). During procedure, the strut of the stent was deformed. The procedure completed with non-boston scientific stent and there were no patient complications. It was further reported that target lesion was the second obtuse marginal artery (om2). The stent was deformed while the stent was crossing from the middle of the catheter.